Event description:
The consumer was moving the pt lift from the patio enclosure to the house. When the consumer lifted the mast, it allegedly came out of the base and fell on their foot. Consumer sought medical treatment and reportedly had their foot taped.